Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use and patient manual outline the steps for handling and properly connecting power sources, including ensuring proper alignment, as well as instructions not to twist or force connections together in order to prevent damage. Additionally, a reference guide for both visual and tone alarms including potential causes and actions to take and there is a warning to keep spare, fully charged batteries and back up controller available at all times. It also provides information about proper care of the system and what to do in case of an emergency. Always wait until the "ready" turns on to disconnect the battery from the battery charger. The manufacturer will submit a supplemental report when new facts arise which materially alter information submitted in a previous MDR report.

Event description:
It was reported by that the patient had an intermittent problem that was ongoing for about 3 months that happens to particular batteries in combination with particular controller and only on one side (power source no 1). Patient states that it happens on the side of the controller with power source 1 when the battery is still connected to that side when he was trying to disconnect a depleted battery for exchange. This means that controller behaves like no battery or other power source is connected to that side of controller. At the same moment, the controller lost its connection to the other battery and this caused a pump stop. This means that controller behaves like no battery or other power source is connected to that side of controller. It was further reported that these intermittent issues typically have no effect the patient but the patient was afraid of pump stop and this made him nervous about controller exchanges thereafter. Upon inspection of the device, there was no obvious damage or connection issues.

Manufacturer narrative:
It was reported that the patient was experiencing power switching events. The controller and three batteries were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Analysis of the controller and batteries revealed that the devices met specifications; the units passed visual examination and functional testing. An attempt was made to replicate the issue by manipulating the battery's connection to the controller during the analysis of the unit. Results revealed that the electrical connection between the batteries and the controller was stable. Log file analysis revealed that the controller contained the smr software. The software upgrade contains a feature that records whether a power source experienced a communication error or a disconnection within each 15 minute interval. Analysis of the data log files revealed several premature power switching events that were due to momentary disconnections involving (B)(4). In addition, the logs revealed a series of loss of communication between controller and batteries involving (B)(4). Evaluation of (B)(4) found a leaking cell (#3), that contributed to the corrosion and eventually, the breaking down of the connection between cells. However, an internal investigation has been opened by the supplier to evaluate the leaking cells and implement corrective actions as required. A marginal observation was made concerning (B)(4) during the log file analysis. The controller has an internal battery whose sole purpose is to back-up the date and time of the real time clock (rtc). The date and time in the controller files were set to zero. A reset to zero of the rtc has no impact on normal functionality of the controller. It affects the time stamp of the events and data entries in log files and is caused by the unit being out of use for a prolonged period of time, during which the internal battery drains. The customer complaint of pump stop could not be verified because the event file and the alarm file don't show the real time of the events and do not cover the (B)(6) 2016, event date. However, review of the event files revealed a controller power up and motor start event with an unknown date and time. This observation is likely due to a disconnection of both power sources. The most likely root cause of the reported event can be attributed to momentary disconnections between the controller and batteries. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.